Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo_13.2; -13.0/4.0/095 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2024. On (B)(6) 2024 the lens was replaced with a shorter length lens due to excessive vault. This resolved the problem. Cause of the event was reported as unknown.